Event description:
Customer reported that the battery was not charging on the device. There was no reported impact to the customer's blood glucose level. Technical support attempted to troubleshoot the issue by connecting the pump to a usb cable with different wall outlets, but the device did not turn on or show the expected indicators. Consequently, the device is being returned, and a replacement pump has been arranged with serial number 1569023.